Event description:
A malfunction was reported on the customer's pump, but there were no notable events leading up to it, and there was no adverse impact on the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump or multiple daily injections (mdi) for insulin therapy until the replacement arrives.